Manufacturer narrative:
During an interventional procedure in the superficial femoral artery (sfa) with severe calcification, the pressure in a 4mm 30cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter rose to rated burst pressure (rbp); however, it ruptured at 12 atmospheres (atm). Therefore, it was replaced with a new balloon catheter and the procedure was completed successfully. There was no reported patient injury. The interventional procedure being performed was an evt. Access was via the left femoral. A 6f 45cm non-cordis sheath and a 300cm non-cordis guidewire were used in the procedure. There was no difficulty removing the complaint balloon from the forming tube. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 12 atm. The balloon catheter did not kink while being used and was easily removed. Additional patient and procedural details were requested but were not available because the sales rep cannot visit the hospital due to covid-19. Therefore, this additional information cannot be obtained. The device was not returned for evaluation because it was discarded due to infectious disease. A product history record (phr) review of lot 82199967 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Guidewire: 300cm vassallo ns3, asahi intecc; contrast: iopamiron; inflation device: everest, medtronic. The device is not available to be returned. Additional information is pending and will be submitted within 30 days upon receipt. The saber device in this report is not sold in the u.s., however, it is similar to other saber pta balloon catheters that are sold in the u.s.

Event description:
During an interventional procedure in the superficial femoral artery (sfa) with severe calcification, the pressure in a 4mm 30cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter rose to rated burst pressure (rbp), however, it ruptured at 12 atmospheres (atm). Therefore, it was replaced with a new balloon catheter and the procedure was completed successfully. There was no reported patient injury. The device will not be returned for evaluation because it was discarded due to infectious disease. The interventional procedure being performed was an evt. Access was via the left femoral. A 6f45cm non-cordis sheath and a 300cm non-cordis guidewire were used in the procedure. There was no difficulty removing the complaint balloon from the forming tube. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 12 atm. The balloon catheter did not kink while being used and was easily removed. Additional patient and procedural details were requested but were not available because the sales rep cannot visit the hospital because of the covid-19. Therefore, this additional information cannot be obtained.